Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a "deformation of lumbar hernia surgery". During the surgery, one of the screws slipped and had to be replaced to complete the surgery. No impact to the patient was reported.

Manufacturer narrative:
Product analysis macroscopic and optical examination did not identify material thread crest or flank damage. Functional evaluation with a sample mas found the implant was able to be fully engaged into a sample mas head without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.